Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the two right ventricular leads failed to retract. The physician did not feel comfortable to use the second lead after repositioning. The leads were not used and replaced during procedure. The patient was stable.